Event description:
Customer reports obtaining results of 183 mg/dl, 262 mg/dl, and 428 mg/dl on the same device within 8 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No valid quality controls were used. Requested of suspect device and replacement was sent.